Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional code - hwc. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the examination of the manufacturer documents, technical drawing and raw-material inspection sheet of the plate showed that the chemical composition, microstructure and mechanical properties are in compliance with the international standards iso 5832-2 and astm f1295 for implants made of ti6al7nb. The chemical composition of the matrixrib plate was tested by edx (qualitative). The plate was found to be made of ti6al7nb. The dimensions of the investigated matrixrib plates (as far as measurable) were checked using a sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. In conclusion, the cause of malfunction of the investigated matrixrib plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: breakage of plate. On (B)(6) 2011, it was noted the flail chest r6, 7, 8, 9 were broken. Supply with matrixrib plate. The implant was removed due to breakage. It was also noted 4 screws could not be loosened from the plate. This is 1 of 2 reports for the same event.